Manufacturer narrative:
Analysis of the controller ((B)(4)) found that the complaint was not verified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97745bp, serial#: unknown, product type: accessory. Product ID: 97745, serial#: (B)(4), product type: programmer. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that once the patient picked up the controller and the screen was totally white and flashing. They stated the controller turned stimulation off on its own and the ins battery was not low. They stated the original battery pack did not work so they had to use alkaline batteries until they got another pack. They reported it would be right next to the ins and say it could not locate it. They stated they discussed these concerns with manufacturer representatives (rep) and they told the patient to call. A replacement controller was sent. No patient complications were reported as a result of this event. Additional information from the rep stated that they were informed that the controller was having issues, but the patient did not elaborate on the issues. They were not aware of the controller turning the ins off on its own. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the original battery pack would not recharge when the patient tried to charge after initial use. The manufacturer representative (rep) at the post-op appointment requested a replacement. They rep returned the battery pack and gave the patient a replacement. In august the patient requested a replacement controller which has so far resolved the issue of the stimulation turning off on its own. No patient complications were reported as a result of this event.